Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust contamination and displayed error code e053 (comp_log_sem_timeout). The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.